Event description:
Delivered and never turned on. Unit will not turn on. No injury alleged invacare (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).